Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. Four devices were received for evaluation; 2 events were confirmed during testing. Two devices were found to be affected by irregular potting. The reported event was not confirmed for 2 devices; the devices were found to be within specifications for the reported event. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes &lt;noe&gt; 4 &lt;/noe&gt; malfunction events in which the device caused run on. 2 reported events had patient involvement with no patient impact. 1 reported event had no patient involvement; no patient impact. 1 reported event had no information available from the facility regarding patient involvement or patient impact.